Event description:
It was reported an air embolism occurred. A procedure was being performed with a watchman fxd double curve access system. Air was accidently introduced to the patient by the individual who was withdrawing and flushing a manifold via the pigtail catheter prior to taking an angiograph of the left atrial appendage (laa). At the time the air was introduced, they had the watchman fxd double curve access system and pigtail catheter placed into the left atrial appendage. The air was first noted by the implanting physician as it passed through the manifold into the pigtail before it could be stopped. Transesaphogeal (tee) imaging confirmed the air on the left side of the heart. The patient became hemodynamically unstable with measures being performed immediately to mitigate the effect of the air embolus. Once the patient was stabilized, they proceeded forward with the watchman flx implant. The patient was then extubated with a neuro check being performed where no deficits were found. The patient was kept overnight for observation and sent home the following day in good condition. Prior to discharge, a tee was performed which showed the watchman flx device in good position, no effusion, and normalized patient baseline ejection fraction of 50%.

Manufacturer narrative:
Update to b5 - describe event or problem. H6: patient codes corrected from non specific EKG/ECG changes, e0618 to no clinical signs, symptoms or conditions, e2403 h6: impact codes corrected from unexpected medical intervention, f23, imaging required, f2203, and medication required, f2303 to no health consequences or impact, f26.

Event description:
It was reported an air embolism occurred. A procedure was being performed with a watchman fxd double curve access system. Air was accidently introduced to the patient by the individual who was withdrawing and flushing a manifold via the pigtail catheter prior to taking an angiograph of the left atrial appendage (laa). At the time the air was introduced, they had the watchman fxd double curve access system and pigtail catheter placed into the left atrial appendage. The air was first noted by the implanting physician as it passed through the manifold into the pigtail before it could be stopped. Transesaphogeal (tee) imaging confirmed the air on the left side of the heart. The patient became hemodynamically unstable with measures being performed immediately to mitigate the effect of the air embolus. Once the patient was stabilized, they proceeded forward with the watchman flx implant. The patient was then extubated with a neuro check being performed where no deficits were found. The patient was kept overnight for observation and sent home the following day in good condition. Prior to discharge, a tee was performed which showed the watchman flx device in good position, no effusion, and normalized patient baseline ejection fraction of 50%. It was further reported that the unknown pigtail catheter caused the air embolism, not the watchman fxd curve access system.